Event description:
The stent was inserted into the lad. Upon deploying the stent, the balloon ruptured. It was felt a rupture occurred because it would not hold the pressure. They had attempted to inflate to 11atm but stopped as soon as the balloon deflated. The stent delivery system was removed. An emerge balloon was inserted and deployed. It was felt the stent was well placed and fully expanded. It was not felt to be a user error.